Event description:
Test strips were thick and were hard to put into the meter. The test strips were not expired. The pt had done a back to back testing and received a 135 and a 103 mg/dl. Readings were done less than 10 minutes from one another. Between the tests there was no intervention that would be expected to change the blood glucose.